Manufacturer narrative:
The central processing unit (cpu) printed circuit board assembly (pcba) was returned. Customer complaint verified. Root cause is failure of annunciator ls1.

Event description:
It was reported to philips by a customer that the unit's backup alarm failure. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit backup alarm failed. The rse and biomed verified the code 1104 (backup alarm failure) was in the significate log. The error log had multiple 1104 (post backup audible failed) errors. The unit was displaying this alarm when turned on in the patient mode. The international service engineer replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
The unit was not in use on a patient at the time of the reported event, and no patient harm or injury was reported. The facility's biomedical engineer replaced the cpu pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.